Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to technical support (ts) that a fluid leak occurred during their treatment on (B)(6) 2019. The patient stated that a drain complication alarm occurred prior to discovery of the leak. An alert to check the patient line (pl) and drain line (dl) also occurred, during drain 1 of 4. The patient told ts that fluid came in contact with the cycler due to the leak. The ts representative advised the patient to discontinue use of the cycler and a replacement was issued. They were advised to inform their peritoneal dialysis registered nurse (pdrn). The patient stated they would perform an alternate method of treatment. Upon initial follow up with the pdrn, it was reported that they were not made aware of the fluid leak. Subsequent follow up revealed that the patient was admitted to the hospital on (B)(6) 2019 and diagnosed with a blood infection and peritonitis. The patient was reportedly discharged on (B)(6) 2020 and was recovering. The pdrn did not directly associate the reported fluid leak with the hospitalization. The pdrn stated the patient was prescribed antibiotics, but the type, dose and route were unknown. Multiple attempts to obtain additional information were made and further details could not be provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Note: regarding the hospitalization on 12/30/2019, the initially reported diagnosis of peritonitis and sepsis was retracted by the peritoneal dialysis registered nurse (pdrn). The hospitalization was investigated and reported as a separate event (see MFR report number 2937457-2020-00177).